Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the optical signal failure was an air gap from between the optical cable and the pump. The cause of the positioning issue could have been patient condition related which resolved during the console swap. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced optical signal issues that were resolved by switching to a backup console.